Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found a record of error code 46011 which was the cause was due to a software error. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal. The customer's problem was replicated. The dso seal was replaced and the software was reinstalled in order to fix the issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not get to boot screen, and the liquid crystal display (lcd) does not turn on. Per reporter, the device quietly sounds error code alarm, and there is fluid under the lens. There was no patient involvement.